Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range shock impedance measurements as low as 6 ohms. Technical services (ts) was contacted and recommended possible reprogramming options, and the impedance measurements went up to the 60-70 ohms. This rv lead remains in service. No adverse patient effects were reported.